Event description:
A malfunction alarm, identified as malfunction 9, was reported with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared.